Event description:
Noise on lead resulting in multiple shocks in the vf zone. Lead remains implanted but device will be reprogrammed to reduce noise as an interim resolution. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.